Event description:
It was reported that one of the milling bits broke in half during the surgery. It is unknown if a fragment was generated. Also, it is unknown if a surgical delay or patient harm resulted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: no patient information is available for reporting. Device is an instrument and is not implanted or explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.